Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2016. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the hcp was unable to aspirate the catheter which prompted the need for a catheter revision. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 10000mcg/ml dilaudid at 3553mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient wasn't getting pain relief. The patient had a dye study done and it was determined the patient needed a catheter revision. The issue was not resolved at the time of the report. The patient's status was reported as "alive-no injury." No further complications were reported.

Manufacturer narrative:
The catheter was returned and analysis found a dried drug, blood, or foreign material occlusion. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.